Event description:
The technician alleged the brake casters are setting but would swivel when pushed from the side. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters and the brake detent to resolve this issue.